Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
When plugging the power cord into the wall outlet, sparks came from the programmer. There were no patient consequences.

Manufacturer narrative:
The programmer was plugged into an external power source and the system would not power up successfully. Further analysis revealed a broken power supply. The reported event was confirmed, the cause of the device sparking was due to a broken power supply.